Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available after the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. (B)(4).

Event description:
The clinician reported a month after the dental implant was placed in ada site 22, the implant had not achieved osseointegration. Clinician reports an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported a month after the dental implant was placed in (B)(6) site 22, the implant had not achieved osseointegration. Clinician reports an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.